Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was explanted due to infection. Chronic leads were left implanted and inactive which were later explanted during another procedure on (B)(6) 2018. There were no adverse consequences to the patient. Patient was stable.